Event description:
Reporter indicated that vns patient continued to experience hoarseness and had to strain to speak in the evenings, approximately 15 days post implant. Stimulation had not yet been initiated. Treating physician indicated that at follow-up office vist 23 days post implant, the patient's voice had improved, but was still hoarse. The patient was referred to ent for evaluation. Stimulation was not initiated at this office visit. Report is incomplete, because device tracking information was not forwarded to manufacturer at the time of implant. Attempts to obtain it have been unsuccessful to date.